Manufacturer narrative:
Product ID: 8578, lot# h913875001, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jun-26. The reason for use was non-malignant pain and rsd/causalgia-complex regional pain syndrome. It was reported that in october they met with a rep and they told them that the medication was not being delivered properly and that the catheter was likely occluded. Physician listings were requested. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot#: h913875001, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 20-nov-2015, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 31-jan-2010, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 16-apr-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 25 mcg/ml prialt/ziconotide at 14.6 mcg/day and 20 mg/ml bupivacaine at 11.7 mg/day. The reason for use was not reported. It was reported that there were inaccuracies in pump volume as reported by 8840 programmer versus what was being withdrawn at refill. The doctor suspected catheter issue. Environmental/external/patient factors that may have led or contributed to the issue were stated to be that the patient¿s pump is filled with off label drug. Diagnostics/troubleshooting included the doctor attempting to aspirate catheter at pump segment and spinal segment, no fluid withdrawn. The doctor was able to push saline through explant catheter on back table without issue. The doctor is suspecting a granuloma at the catheter tip, which was not yet verified. Interventions/actions that were taken to resolve the issue consisted of a pump and partial catheter explant. For the partial explant, the doctor removed the pump segment of the catheter, including tunneled portion from spinal segment. They were unable to remove all of the spinal segment, it was left in place. The pump was explanted. The product would not be replaced by a device of the same manufacturer. The customer was notified that the product should be returned to the manufacturer, but the customer refused. Hospital has taken pump and catheter pieces that were explanted as ¿specimens¿ and sent to their pathology department. The issue was resolved at the time of this report. There were no further complications reported/anticipated.